Event description:
A report was received that the patients ipg was implanted too deep and unable to charged. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)) device evaluation indicated that the reported complaint states that the patient was having some issues getting her charger to stop beeping over her implanted area. Patient had only been implanted for about 2 weeks and stated there is still swelling over the area. The complaint was not verified. Upon receiving, the device measured 3.08 vdc, and it was charged to 3.93 volts in one charge cycle. This result indicated that the device is capable of being totally charged under a proper charging method. The device passed the required tests and exhibited normal device characteristics. The associated charger was not returned for analysis.

Event description:
A report was received that the patients ipg was implanted too deep and unable to charged. The patient underwent an ipg replacement procedure and was doing well postoperatively.